Manufacturer narrative:
During inspection and testing, service found the eyeshade was torn. A review of the device history record found no deviations that could have caused or contributed to the torn eyeshade. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the eyeshade was torn due to long-term use and handling. In addition, since the eyeshade was partially torn, it is presumed that it was caused by repeated actions such as partially pinching and pulling the eyeshade. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the eyepiece was peeling off, the tilt force was heavy, and the optical system was dirty. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer sent the subject device to an olympus service center for an overhaul inspection. During inspection and testing, service found the eyeshade was torn. This report is being submitted for the malfunction found during evaluation (torn eyeshade). There was no harm or user injury reported due to the event.